Manufacturer narrative:
Company rep evaluated the unit and replaced display. Performed touchscreen calibration.

Event description:
Customer reported that the dpm 6 monitor had no display, which may have affected pt monitoring. No pt injury was reported.